Event description:
During a laparoscopic vaginal vault suspension, portion of the endostitch broke off in patient. The (B)(4), lot#a6c287. The other portion of needle was returned to scrub an retrieved without difficulty. The portion retrieved was the larger of the 2 pieces. The portion broken off was located in patient's soft tissue. Surgeon attempted to retrieve it multiple times without success. It was determined that it would be left behind as it would cause more injury to retrieve it than to keep it in. The charge nurse ws made aware.